Event description:
The pt sent a ltter to impra claiming that he was told by a hospital x-ray technician that the graft he had removed in 1996 was defective. The procedure was a axillobifemoral performed by dr.